Event description:
Caller states the pt tested 2.7 inr on coaguchek system 1 and 2.0 inr on coaguchek system 2. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 pt for suspect device in coaguchek system 2.